Event description:
The device was used during a laparoscopic cholecystectomy procedure. The safety shield would not retract to penetrate the tissue. The surgeon applied another instrument and continued the procedure without incident.